Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unknown. Quality will continue to monitor on monthly trend reports. Label states that to avoid injury, examine the collector carefully before you fill, carry, or dispose of it.

Event description:
The reporter stated that when a user was disposing a used 18g dialysis needle, user received needle stick injury with the different used 18g dialysis needle which had been stuck at the door and not completely down inside the collector. The sales representative attempted to obtain additional information from the health care provided but no further information was available.